Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the subglottic ports cracked. The incident occurred at the hospital, while in use with the patient. The fault was discovered when the tube was removed from the patient. It was stated that the crack in the port is only visible when a syringe is inserted. Otherwise, it is difficult to identify, and the port could easily be perceived as fully functioning when it is not. The patient whose tracheostomy tube was removed had a subcutaneous infection at the trachea site, as well as fluid and secretions extending to the oropharynx on CT imaging. Subglottic ports cannot be aspirated, increasing aspiration risk and potential for infection.